Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The parts were returned for investigation. A visual inspection was conducted and the screws show signs of use and explantation. The DHR was reviewed and there were no non-conformance's found. There are no indications of manufacturing defects. This is the only complaint in regards to an infection for 25-2005 lot 225510. The most likely underlying cause of the infection could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00231. Concomitant medical products: 2.0mm system l-plate 4 hole, right, long 1.0 mm, part# 01-9232, lot# 107650. Tms system high torque (ht) cross-drive screw, 5/pk 2.0mm x 5mm, part# 25-2005, lot# 225510. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported that the plate and screws were removed approximately seven weeks after implantation due to an infection of the lower part of the zygomatic bone. No additional patient consequences have been reported.